Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2013-03552, 1225714-2013-03553, 1225714-2013-03554, 1225714-2013-03555.